Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
(B)(6) system ii misfire. The connectors are engaged only at the distal and proximal ends (no connections in the middle). The clip slid off without any problems and the case was completed using a 35 mm atriclip. There were no patient effect including no delay in the medical procedure.